Event description:
Per the clinic, the patient experienced magnet dislodgements during an MRI (specific date and strength not reported). Surgery to reposition the magnet was completed (specific date not reported). The implanted device remains.

Manufacturer narrative:
This report was submitted on february 10, 2023.